Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
Related manufacturing reference: 2182269-2020-00029. During a procedure, a device entrapment occurred. Following placement and movement of the advisor catheter, the device became entangled in the supreme catheter. The sheaths were retracted and the catheters were cut apart to remove. The advisor was replaced and there were no patient consequences.

Manufacturer narrative:
One advisor hd grid mapping catheter, sensor enabled was received for investigation. The device was returned due to entanglement of the device and paddle damage. One image was submitted to product performance engineering. The image appears to show damage to the paddle. The distal coupler was displaced. The tubing was torn exposing the nitinol frame below. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported entanglement remains unknown. The cause of the displaced distal coupler and torn tubing is consistent with damage during use.